Event description:
It was reported by service report that the pinch point label was damaged on the fastener upon arrival. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damage pinch point label on the cot fastener.